Event description:
Patient reported whisperject autoinjector that was shipped on 01/16 with the glatiramer, was defective. Patient stated on (B)(6) 2025 when trying to use, the needle on whisperject did not push down all way, it did not flush and could not get all the medication. Patient stated she also spoke with a nurse as well. Unknown if patient had any adverse events. Unk if patient has defective device on hand if needed for return. Unknown if md is aware. No further information provided. Reported to (B)(6) by pt/caregiver.